Event description:
It was reported that the patient presented in the emergency room (ER) with dizziness. Upon interrogation, it was revealed that the patient's leadless pacemaker exhibited high capture threshold resulting in loss of capture. Programming changes were made. The patient was stable.